Event description:
It was reported that during a da vinci-assisted surgical procedure, towards end of case, the small grasping retractor instrument's cable broke while inside the patient. The instrument was removed with no harm to the patient and another instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.